Event description:
It was reported that the bd hypoint¿ hypodermic needle was blocked when attempting to administer recormon to the patient. The following information was provided by the initial reporter: "a nurse... Attempted to administer IV recormon 4000iu to patient via peripheral cannula but was unable to deliver the medication despite good patency of the cannula. She also attempted to syringe out the recormon from the original glass syringe, but unable to aspirate. She took a new syringe and managed to administer with no issues."

Manufacturer narrative:
Investigation summary: the customer issued a complaint for what appeared to be blocked needle during end customer use. No samples or photo were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis of the hypoint needle. Photo was provided of the syringe used. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. As no sample was provided to bdm-ps for analysis and no additional information is available, the 8d team leader is not able to delve deeper into the investigation and correlate this symptom with a potential cause linked to bdm-ps hypoint manufacturing process. Based on the description bd assigned a quality criteria that is related to the issue and identified in the agreed specification. After reviewing the occurrence is within the specification and no further action will be assigned and report will not be updated on receipt of additional sample information. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Unconfirmed: no evidence provided.